Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: . The cartridge was returned for investigation and evaluated by product analysis on 05/18/2017 with the following findings:. The cartridge barrel was measured and found to be out of tolerance. Measurement are 0= 0.444": 100= 0.446": 200= 0.448". A low force failure found. Probable cause of failure was determined to be dimensional interaction..